Event description:
It was reported that on (B)(6) 2022 during a spinal fusion, one of the surgeons commented that the screwdriver was off or inaccurate. For this case, we were navigating a depuy expedium verse screwdriver with the ml starlink array. The surgeon verified registration accuracy with the pointer before using the screwdriver again. Upon bringing the screwdriver back in, he stated it was still inaccurate. We verified that the array was secured tightly to the instrument, spheres were on all the way, the spheres were clean and not wet, and we verified that the instrument was put together correctly and tightly. The screwdriver was then recalibrated and it seemed to solve the issue. However, the surgeon stated it was still inaccurate and wanted a new array placed on the instrument. Another ml starlink array was used and calibrated on the screwdriver and the surgeon said this was better. After the case, both arrays were examined for damage. Both arrays and array pins appear to be undamaged and in good condition. There was no delay. Patient status: no injury / negative clinical effect this report is for one (1) unk - screwdrivers: expedium. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screwdrivers: expedium lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.